Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received on 2025-oct-06 from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had been in and out of the hospital for the past month with urinary sepsis related to e. Coli bacteria. The patient once had to be hospitalized for five days. The patient confirmed their indication for therapy was urinary retention and believed the sepsis was from retention. The patient just went to their primary care doctor today and left urine sample to be tested for possible infection after being unable to void more than a few drops since friday. The patient said they had catheters at home they used at least two times per day, if needed. The patient inquired about programming guidance to help manage symptoms and the patient was advised to follow up with their managing healthcare provider (hcp).